Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation where the reported failure mode was confirmed. Two black burrs were confirmed to be inside the sterile packet. The seal on the sterile package was not compromised. The product was checked under the microscope and shavings were detected around the tubeset button area. Foreign material came from the black insulation around the tube set button. Possible root cause is the insulation being scratched before the sterile bag was sealed. The loose insulation material then came off due to vibration while it was inside the sealed sterile package. In sum, the product was returned for investigation and the reported failure mode could be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that prior to surgery, foreign material was found inside of the sterile packaging.

Event description:
It was reported that prior to surgery, foreign material was found inside of the sterile packaging.